Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a raypex 6 giving incorrect measurements. The outcome of this event is unknown as of this MDR. Further information requested.

Manufacturer narrative:
Investigation result: diagnosis: battery defect. File clip defect. Touch without function. Customer declined repair and asked for scrapping the device additional information received for failure and injury: according to customer, no measurement at all was possible and no injury occurred. This is a follow up report for this additional information. This is to correct and remove the codes that were initially reported - removing codes for: health effect - clinical code - 4580. Health effect - impact code - 4648. The correct codes for this complaint are: health effect - clinical code - 4582. Health effect - impact code - 2199. This is a follow up report to correct this code.